Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.(B)(4).

Event description:
It was reported the hub of the drainage catheter separated. The drainage catheter remained inside the patient's body. As a result, the drainage catheter was pulled out (as normal) and replaced with another one.